Manufacturer narrative:
H.6. Investigation: the customer reported the tubing was leaking and returned the affected sample. The sample was clearly leaking from the silicon connection at the lower fitment of the pump segment - it had separated completely - and the complaint is verified. A device history record review for model 2202-0007 lot number 20105847 was performed. There was a quality notification (B)(4) for leak test failure issued during the production build of this set. Manufacturing has been notified of a qn for "leak test failure". Manufacturing informed me that the qn was regarding tubing tear, and not related to the silicon separation failure mode. The silicon and ring retainer connection passed dimensional analysis, and since the ring retainer was still attached to the silicon and assembly error can be ruled out. The probable root cause is user error. There is a known failure mode for improper loading of the pumping segment. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20105847 regarding item #2202-0007.

Event description:
It was reported that the gem 20dp v/nv 1.2mf dehp free experienced leakage. The following information was provided by the initial reporter: material #: 2202-0007, batch/ lot #: 20105847. Tubing is leaking.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20dp v/nv 1.2mf dehp free experienced leakage. The following information was provided by the initial reporter: material #: 2202-0007. Batch/ lot #: 20105847. Tubing is leaking.